Event description:
A health care professional reported with a description, intra ocular lens (iol) was defective. Additional information was received, one of the haptic of iol was torn and was seen in the eye. Lens was cut up and removed, the surgery was successfully completed using the standby iol. The defective product was discarded as it had come into contact with the patient.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).